Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported injecting a patient under the eyes with one syringe of juvéderm vollure¿ xc. A month later, the patient was injected in the lips with one syringe of juvéderm volbella® xc. A month and a half later, the patient experienced ¿granulomas¿ in the lips and under the eyes and ¿an inflammatory reaction¿ in the whole face that was described as ¿super swollen.¿ that same day, the patient was treated with steroids, doxycycline, and hylenex and again a week later and once more a week after. The symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00033 (allergan complaint #(B)(4)). This is the first MDR submitted for the first suspect product, juvéderm vollure¿ xc.